Event description:
It was reported that the lower display was not working on the external pulse generator (epg). It was indicated that it would be returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).